Event description:
It was reported that there was a low voltage battery reading on the device and an elective replacement indicator had not tripped. The device remains in use. No patient complications were reported as a result of this event. It was further reported there was difficulty obtaining an accurate device battery measurement.

Event description:
It was reported that there was a low voltage battery reading on the device and an elective replacement indicator had not tripped. The device remains in use. No patient complications were reported as a result of this event. It was further reported there was difficulty obtaining an accurate device battery measurement. It was further reported that an elective replacement indicator was triggered. The device was extracted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and per the analysis findings the battery depletion was the result of high internal battery resistance. The device is part of the advisory for this model.